Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. A batch record review indicates no discrepancies. Machine logs have been checked and no discrepancies were found. Preventive maintenance (pm) logs have been checked and all pm's were completed with no issues found. Lot # 8j04149 was sterilized under lot 1217805911 and released on review of results of sterilization. All the results were within specification and products were released in compliance with standard operating procedures. The production process, in process testing and packaging of products were run in accordance with process instructions for machine doyen 3. Visual inspection in accordance with testing method was completed at the beginning of the order and every hour following until the order was completed. No nonconformity was registered during the manufacturing process of lot 8j04149. This is the only complaint for the affected lot registered within (B)(4). Three (3) photographs have been received for this complaint and have been evaluated in accordance with work instructions. The photographs confirm the batch number and the complaint issue as it shows dark areas on the dressing. As there is no sample being returned it cannot be determined what the dark marks on the dressing are. Operators will be made aware of the complaint issue. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported black spots on a total of three (3) three dressings. It was further reported that the product was not used on a patient. Photos depicting the reported complaint issue were provided by the complainant.